Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as the lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there is a scratch on the periphery of the optic but patient does not perceive it at this point in time. No impact to patient vision and intraocular lens (iol) remains implanted. No intervention performed. No further information available.